Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital, event site address: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had no backpressure during use. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1(initial reporter).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse reported that they confirmed the failure was caused by drive valve malfunction. On a return visit, the drive valve assembly (0104-00-0031) was replaced. Device passed the performance and safety checks according to factory specifications.